Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed unexpected restart, external ram crc error, and displayable history crc check failed at startup. The insulin pump also had a blank display. Troubleshooting was performed for all alarms noted. The device was dropped the same the alarms occurred but the device did not have any damage. Customer stated the device was exposed to the customer sweat. The battery compartment, battery cap, or springs where not damaged, missing, nor corroded. Customer inserted a new battery and display returned.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specifications. Insulin pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. Insulin pump insulin pump passed displacement test. No unexpected alarms. Several display history failed on startup alarms were found at the alarms history file. Insulin pump alarmed due to a corrupted history file. Insulin pump had moisture traces were found at lcd board per visual inspection. No unexpected buzzing or beeping alarms were noted. Insulin pump received cracked case at display window corners and minor scratches on lcd window.